Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that there were no rpms displayed. The target lesion was located in the right coronary artery. A rotablator console was selected for use, along with a 1.50mm rotablator rotalink plus. During procedure, after the device worked upon platforming at 165,000 rpms and it was loaded into the body. The pedal was hit to start the ablation, however the gas let out a hiss, and the burr would not start to spin. There was no indication of rpms displayed on the machine. The device did not sound like the turbine was spinning and the physician could not see any numbers on the console. There were no stall indications. Prior to the procedure, the cart was pulled away from the table in an attempt to see the console better, and it was suspected that the fiber optic cable may have fractured. Another device of the same size was used to complete the procedure. There were no patient complications reported and the patient's status post procedure was fine.